Event description:
New aortic clamp, on 3 occassions nearly transected the aorta because of design and lack of lateral stability between the tines. The physician is extremely concerned about the potential for injury (disection of aorta) and considers the product dangerous.